Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the left kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium 100h console with laser settings of 0.2 joules, 53 hertz and 10.6 watts according to the complainant, during the procedure, it was noted that the laser fiber broke inside the scope. Reportedly, the broken fragments were all removed and nothing fell inside the patient. There was no patient complication reported. There was no serious injury nor adverse patient effects as a result of this event.